Event description:
It was reported that a malfunction alarm occurred categorized as "malf 16-0x20e6." There was no reported impact to the customer's blood glucose level. The customer previously reset the pump, but the malfunction recurred; therefore, the pump was replaced. The customer declined to share the backup insulin therapy plan.